Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window and cracked reservoir tube lip. Unable to perform self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached end cap. Pump passed idle current test and run current test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was broken from the side. The product was returned for analysis.